Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was not holding a charge and subsequently shutdown unexpectedly. Additionally, it was reported that the time and date were incorrect on the pump after the pump reset; cause unknown. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 310 mg/dl.